Event description:
It was reported via a crest trial that the accunet came off during retrieval. The pt jerked and the net came off. The basket was seen but the blue tip could not be seen under fluoro. The pt was having a transient attack. Two stents were implanted to jail the accunet.